Event description:
The pk614108-a was removed approximately six months after the implantation date ((B)(6) 2013) due to an infection. The implantation was performed at (B)(6). "Our 1.5 neuro plating system (loaner set)" "2 or 3 double y-plate 01-plate 01-7404 and 2-3-4-hole straight (01-7050)" "were used to fixate the original implant." The revision surgery (explantation) was performed on (B)(6) 2014 at university hena.